Manufacturer narrative:
(B)(6).

Event description:
Clinician contacted dexcom on (B)(6) 2015 to claim no audio output on (B)(6) 2015 while testing a receiver before using with a patient. There was no report any injury or medical intervention. No additional event or patient information is available.